Event description:
On (B)(6) 2022, hcp reported the patient contacted the facility 3 weeks post-treatment stating threads migrated and sudden onset of jawline pain where the pdo thread was placed. According to the patient, she could feel the thread and the pain was worse after eating. As post-care treatment, hcp instructed the patient to massage upwards once discomfort is gone. On (B)(6) 2022, after multiple attempts to gather missing information, hcp informed the patient did not come back to the facility and had no further issues.